Manufacturer narrative:
The device has been received by dupuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information should become available, a supplemental report will be sent ref # (B)(4).

Event description:
A report was received from (B)(6), stating that the device generated heat. It is known that this event did occur during surgery. There was no report of user/pt injury or medical intervention. The date of the event is unk. No additional information available.